Manufacturer narrative:
A product investigation was completed: this complaint is confirmed. The distal tip of the returned screwdriver has sheared off and was not returned for evaluation. The overall length of the returned device measures approximately 166.0mm. Therefore, the sheared off tip fragment would be approximately 2.0mm in length with reference to product drawing. The outside diameter of the shaft nearest the location of breakage measured 2.40 mm which is within specification per screwdriver blade component drawing. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. A visual inspection under 5x magnification and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. A review of the device history records was unable to be performed since the lot number was unknown. A 314.43 lot number unknown holding sleeve component was returned as a concomitant device without an alleged complaint condition. Upon further investigation, the 314.43 holding sleeve is a component of the 313.99 cruciform screwdriver per the product drawing. The relevant drawing was reviewed. No product design issues or discrepancies were observed. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the following event that a cruciform screwdriver with holding sleeve was inadvertently broken during sterile processing. It was reported, that during cleaning the sterilization technician pulled off the sleeve thinking that the device was similar to an older model that allowed the device to be dismantled before cleaning. It was noted that the cruciform screwdriver in question was not designed to be dismantled during cleaning and after being cleaned the device could not be put back together. There was no patient involvement, patient harm or impact to a surgical procedure. It is unknown when the device was last used. No additional information is available. Concomitant devices reported: holding sleeve (part 314.43, lot unknown, quantity 1). This is report 1 of 1 for com-(B)(4).